Manufacturer narrative:
The reported event of oversensing noise was not confirmed. A partial distal portion of the lead was returned in one piece. Visual, electrical, mechanical, and x-ray examination of the lead did not find any anomalies with the exception of normal procedural damage.

Event description:
Additional information noted that pacemaker device and right ventricular lead were explanted on (B)(6) 2023. Patient was stable before, during and after the procedure.

Event description:
Related manufacturer reference number: 2017865-2023-50879. Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. The right ventricular pacemaker lead also exhibited noise. Patient has not experienced any consequences.